Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, and the issue did not recur. The customer was instructed to continue using the pump and call back if any malfunction codes recur, which the caller understood.